Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Therefore, the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Regulatory manufacturer reference number: 1627487-2021-15658. It was reported the patient's ipg was unable to communicate with external devices. The patient underwent a non-related surgical procedure wherein the device was reportedly not placed into surgery mode prior to the procedure. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention occurred on (B)(6) 2021 wherein the ipg was explanted and replaced to address the issue.